Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. D10: medical product: blunt tip screw, 4x46mm; catalog#: 47-2486-046-40; lot#: 3010661. Blunt tip screw, 4x42mm; catalog#: 47-2486-042-40; lot#: 3024695. Blunt tip screw, 4x44mm; catalog#: 47-2486-044-40; lot#: 3006008. Cortical bone screw, 4x22mm; catalog#: 47-2486-122-40; lot#: 3036154. Cortical bone screw, 4x24mm; catalog#: 47-2486-124-40; lot#: 3048177. Proximal humerus nail cap, 0mm; catalog#: 47-2488-010-00; lot#: 3046106. Therapy date:(B)(6) 2021. Additional information was received on jun 15, 2021. The manufacturer received other source documents for review. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the right side. And 3 weeks from the initial surgery, the surgeon found that the second screw of the proximal screws had backed out from its proper position on the x-ray. Hence, patient underwent a revision surgery. During the revision surgery the backed out screw was explanted without loosening the core lock, the remaining screws were perfectly locked with corelock.

Manufacturer narrative:
Investigation results were made available. Review of event description: it was reported that the patient was implanted with ann nail system on (B)(6) 2021. After 3 weeks from initial surgery, surgeon found second screw of the proximal screws was backed out from the proper position on x-ray. Subsequently, the patient underwent revision surgery on (B)(6) 2021. During revision backed out screw was explanted without loosening the core lock and remaining screws were perfectly locked with corelock. Review of received data: due diligence: further "due diligence" to support the conclusion was completed. X-rays: four x-ray images have been provided for review which have been evaluated by an hcp. Two views of the right humerus demonstrate an intramedullary rod with three proximal and two distal interlocking screws. Segmental fracture of the distal humeral diaphysis. One of these three proximal screws has backed out of the humeral head. No evidence for loosening. Results: overall fit and alignment of the implants is appropriate. Osteopenia. No signs of loosening. Backing out of one of the proximal interlocking screws within the humeral head. No contributing factors are seen. Images: one image of the explanted proximal interlocking screw was provided. A review of the image does not reveal any conspicuous findings relevant to the reported event. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the product combination was approved by zimmer biomet. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Ncr(s): no ncr with a potential correlation to the reported event was found. Raw material certificate: the raw material certificate was reviewed with no anomalies noted. Surgical technique sap: the surgical technique 197-glbl-en explains that the locking of the corelock is done using the corelock driver with torque limiting handle. "Turn slowly clockwise to tighten and engage the corelock mechanism until a click is felt from the torque limiting handle." Conclusion: it was reported that the patient was implanted with ann nail system on (B)(6) 2021. After 3 weeks from initial surgery, surgeon found second screw of the proximal screws was backed out from the proper position on x-ray. Subsequently, the patient underwent revision surgery on (B)(6) 2021. During revision backed out screw was explanted without loosening the core lock and remaining screws were perfectly locked with corelock. No product was returned, hence visual and dimensional evaluation could not be performed; therefore, the condition of the parts is unknown. The locking of the corelock during the initial surgery has not been performed as specified in the surgical technique using only the corelock driver with torque limiting handle. Instead, additionally a non-torque limiting screwdriver was used. It remains unknown what the potential effect of this deviation from the surgical technique could be. An x-ray review shows overall fit and alignment of the implants is appropriate, osteopenia, no signs of loosening and backing out of one of the proximal interlocking screws within the humeral head. No contributing factors are seen. Based on the investigation the reported event can be confirmed. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). Based on the investigation it could be assumed that further possible contributing factors to the migration of the screw might be multifactorial related to either patient condition, behaviour, implantation procedure or design features. If and to what extent any of these aspects may have influenced the backing out of the screw remains unknown. The need for corrective measures is not indicated for the time being and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
No event update. Investigation results are now available.

Manufacturer narrative:
Medical product: blunt tip screw, 4x46mm; item# : 47248604640; lot# : 3010661. Blunt tip screw, 4x42mm; item# : 47248604240; lot# : 3024695. Blunt tip screw, 4x44mm; item# : 47248604440; lot# : 3006008. Cortical bone screw, 4x22mm; item# : 47248612240; lot# : 3036154. Cortical bone screw, 4x24mm; item# : 47248612440; lot# : 3048177. Proximal humerus nail cap, 0mm; item# : 47248801000; lot# : 3046106. The manufacturer received x-rays and other source documents for review. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on right side. After 3 weeks from initial surgery, surgeon found second screw of the proximal screws was backed out from the proper position on x-ray. Subsequently, underwent revision surgery. During revision backed out screw was explanted without loosening the core lock and remaining screws were perfectly locked with corelock.